Event description:
It was reported that the patient made two breakfast meal announcements for the same meal, with the first announcement made prior to changing insulin supplies and taking only one bite, followed by a second announcement when the meal was actually consumed; blood glucose was reported at 156 mg/dl and stable, and no device alarms or alerts occurred. Symptoms included no adverse clinical effects. Outcomes included no injury and no hospitalization, with education provided regarding potential insulin stacking and instructions to monitor glucose and contact support if levels decline. Investigation included a review of event details with the patient and troubleshooting education on appropriate meal announcement timing. Investigation of this case revealed user error related to an accidental duplicate meal announcement without a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.